Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-21136. Reference MFR report: 1627487-2015-21137. The patient (B)(6) received two model 1192 anchors with the same lot number. It was reported the patient experienced ineffective stimulation. The patient stated having suffered falls and severe coughing in the past. X-rays confirmed the lead/s had migrated. As a result, surgical intervention was undertaken to address the issue. During surgery, the physician observed one of the swift-lock anchors was fractured. The affected lead and anchor were explanted and replaced. Effective stimulation was restored post-operative. The implant date of the concomitant ipg (model 3688) and the lot number of the 1192 anchors is unknown at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.